Event description:
A patient had surgery for monarc midureteral sling with cystocele repair with perigee and apogee mesh. Patient did not recover properly from this surgery. Had lower abdominal pain, vaginal erosion of mesh in three places, intercourse was not possible without pain for both, vaginal bleeding and discharge, recurring urinary tract infections, two surgeries in office to repair erosion did not work. The perigee mesh was removed in early 2009.

Event description:
A patient had surgery for monarc midureteral sling with cystocele repair with perigee and apogee mesh. Patient did not recover properly from this surgery. Had lower abdominal pain, vaginal erosion of mesh in three places, intercourse was not possible without pain for both. Vaginal bleeding and discharge, recurring urinary tract infections, two surgeries in office to repair erosion did not work. The apogee mesh was removed in early 2009.